Manufacturer narrative:
Devices of multiple part/lot numbers were implanted during the procedure including: part: 54750016530/lot: h5321831 (1); part: 54750016530/lot: h5321831 (1); part: 54750016535/lot: h5188122 (1) part: 54750016535/lot: h5188122 (1) part: 54750016535/lot: h5200752 (1); part: 54750016535/lot: h5250164 (1); part: 54750016540/lot: h5272956 (1); part: 54750016540/lot: h5329263 (1); part:54750016540/lot: h5329263 (1); part: 54750016540/lot: h5329263 (1); part: 54750016540/lot: h5329263 (1); part:54750016540/lot: h5291172 (1); part: 54750016545/lot: h5325398 (1); part: 54750016545/lot: h5325398 (1); part: 1476106500/lot: 0459197w (1); part: g9010001432/lot: h5273301 (1); part: 1664017/lot: 0536350w (1); part: 1664017/lot: 0536350w (1); part: 1664017/lot: 0533398w (1); part: 1664017/lot: 0538095w (1). Although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: spinal canal stenosis. For which, patient underwent posterior decompression fusion due to th12 burst fracture and l4 pseudoarthrosis; t10/11; l1/2/3/4/5: fixation; t12: vertebroplasty, ha-block. Reportedly, on (B)(6) 2017, post-op, patient had no smooth movement of legs since (B)(6). On the afternoon of (B)(6), paralysis at both lower limbs was developed and emergency operation was required. Hematoma was observed in the patient but the hematoma area was different from the paralysis area. Doctor considered that the paralysis occurred because decompression was not enough in the initial surgery. The patient underwent revision surgery, decompression was added and laminectomy was conducted at l3 with cross-link placement at l3/4. No products malfunction were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.